Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). The implant driver's lot information was asked but it has not been provided yet. Reported implant driver and implant are being returned by the distributor. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant driver jammed inside implant during implant placement. The doctor decided to remove the implant. The implant was attempted to be placed in tooth # 23 (universal). There was no injury to the patient and a new implant will be placed. There was no abnormality noted with the implant itself. The implant will be returned together with the driver.

Manufacturer narrative:
The driver and implant were returned and evaluated. A visual and microscopic inspection were performed on the returned devices and no deviations were found. The driver was returned with the implant already engaged. The complaint was verified based on the returned parts. The driver was able to separate and engage with the returned implant without any issue. The engaging parts of the driver and implant were inspected using microscope and confirmed there was no defect or non-conformity. The driver's lot information was not available to perform a device history record review (DHR). The complaint could not be confirmed. This event will be tracked and trended.